Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: what is the current patient status? No information. What were the indications for surgery? No information. Was the ima skeletonized prior to placing the clips? Or, was it occluded along with the mesentery? No information. Is it the surgeons standard protocol to place one clip on either side of the area to be cut? No information. How many clips were deployed on the patient side? No information. How many clips were deployed on the specimen side? No information. Did the surgeon load and inspect each clip within the jaws prior to placing the device on the vessel? No information. Were there any issues noted to clip formation? No information.

Event description:
It was reported that during a laparoscopic lar, the deployed clips fell off and bleeding occurred. Prior to the event, two clips were deployed on the inferior mesenteric artery and the part between the clips was cut. Minilaparotomy was performed to ligate ima to stop bleeding. No information for the amount of bleeding, but blood transfusion was not required.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2017. H1: MDR decision: malfunction. Upon review of the information provided, it was concluded that this event will be considered a malfunction and not a serious injury. Additional information received: minilaparotomy was planned regardless the bleeding preoperatively.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2019. Corrected data g7: this correction is being submitted to correct the sequential numbering for the follow up reports. Follow up report # 2 submitted on 10/09/2017, should have been submitted as follow up report # 1. The subsequent follow up report #3 submitted on 10/18/2017 should have been submitted as follow up #2.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2017. D4: batch # p92t1f. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.